Manufacturer narrative:
During the coil embolization procedure of the pcom artery, the micrusphere 10 platinum microcoil ((B)(4)) stretched during positioning into the target aneurysm. The device was changed to another one to complete the procedure. During positioning, no additional manipulation or torque was applied while the coil was in the aneurysm, and during positioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction noted between the coil system and microcatheter. After the event, the same microcatheter was used with the next device. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no adverse event, and the device will be returned for analysis. The coil's socket ring has been pushed down inside the outer sheath. The proximal end of the coil shows buckling and compression damage. Adjacent, but distal to the buckled section is a stretched section of the coil. The 7.5 centimeter long coil has been stretched to 16.8 centimeters between the proximal buckled section and the undamaged distal section. The distal section of the coil was found to be undamaged. The most likely root cause of the coil stretching occurred during the coils repositioning inside the aneurysm. During repositioning, the coil most likely became temporarily anchored on either the coils already dwelling inside the aneurysm, on itself, or on the distal tip of the microcatheter. When the anchored coil was retracted during repositioning, the coil stretched and then became freed during the removal process. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.' In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although no definitive conclusion can be made, based on the available information, the analysis, and the device history records review it appears that device manipulation and procedural/handling factors may have contributed to the reported stretching of the coil with no indication of a relationship to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
During the coil embolization procedure of the pcom artery, the micrusphere 10 platinum microcoil ((B)(4)) stretched during positioning into the target aneurysm. The device was changed to another one to complete the procedure. During positioning, no additional manipulation or torque was applied while the coil was in the aneurysm, and during positioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction noted between the coil system and microcatheter. After the event, the same microcatheter was used with the next device. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no adverse event, and the device will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.